Manufacturer narrative:
Unopened product from the same lot number was returned for evaluation and found to meet specifications. The investigation is in progress. Upon completion of the investigation if there is any further relevant information from that review, a follow-up report will be filed. (B)(4).

Event description:
This is the second of two reports on the same event involving two lot numbers of the same product. Refer to medwatch 1065835-2011-00004 for a description of the first report. It was reported by the eye care professional (ecp) that a patient called their office and reported experiencing a corneal ulcer. The patient was not examined or treated by the reporting ecp. No additional information is available. This event is being reported due to the lack of information received regarding the patient's treatment.